Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 421 mg/dl at the time of incident. The customer not treated for high blood glucose. The customer declined troubleshooting for high blood glucose level. Customer reported that the customer did not remove the blue cover and the second one he removed the needle before inserting the set, now using third one and its working. The insulin pump will not be returned for analysis.